Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-nov-2022. H.6. Investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, the plunger rod was observed to be damaged. The sample was subjected to visual inspection and the plunger rod was observed to be damaged. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging line was reviewed and there are no contact points in the machine that could damage the plunger rod. The 1ml syringe part is supplied from bd canaan and their quality team has completed a supplemental investigation on this. The potential root cause for the damaged plunger defect is associated with the assembly process. It is likely that the plunger thumb rest was mangled as a part of a jam in the plunger feed system and was inadvertently assembled. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe experienced a broken barrel. The following information was provided by the initial reporter: broken barrel.

Event description:
It was reported that the bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe experienced a broken barrel. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.